Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 254 mg/dl to 255 mg/dl with vision impairment. Customer alleged that the bolus "did not bring down their bg". Tandem technical support (cts) performed a pump system check and determined the pump was functioning properly, however, customer maintained that the pump did not function as intended. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by cts and the field team to reach out to the customer however, no response was received.